Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-30: user applied blood to strip before inserting strip into meter. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-3 error code. Friend is calling on behalf of the customer. Customer stated that she had performed several blood tests and the meter always displayed the e-3 error. Customer was using the correct testing technique. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/15/2020 and open vial date is august 2019. During the call, a blood test was performed by the customer non-fasting and produced test result of 550 mg/dl using meter. Customer stated that she is comfortable with the test result. At the time of the call, the customer stated that she had a headache that was related to her diabetes; medical attention was not needed at the time of the call. Customer did state that a week prior to call she had gone to the hospital due to a ketoacidosis. Attempted to transfer call to technician to further assist customer but customer had disconnected the call during transfer process. Attempt was made to call customer back; unable to contact the customer. No further information was able to be obtained regarding reported hospitalization due to ketoacidosis.

Manufacturer narrative:
Internal report reference number: (B)(4). Sections with additional information as of 01-may-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 01-may-2020: h3: device was returned to manufacturer for evaluation corrected from "yes" to "no".